Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure after which they were hospitalized. The patient stated that due to the sensor error the insulin pump did not deliver the appropriate amount of insulin, which led to his hospitalization. It was understood that the patient experienced a hyperglycemic event, but no symptoms were reported. It was unclear how long the patient was without cgm readings before developing the symptoms. It was also unclear whether the patient was taken to the hospital the same day the sensor failed or the following day. No specific treatment was reported and it was unknown how much time the patient spend at the hospital. No other details were documented and attempts to obtain more information were unsuccessful. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.